Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of the check patient line alarm the patient revealed that they noticed air in the patient line. The technical service member then assisted the patient with ending therapy and to start over with new supplies. A follow up contact was done with the home patient regarding the reported problem. The patient stated that she did start over with new supplies, without further problems that evening. The stated that she did not note anything different or particularly unusual with the supplies that could have lead to the alarm. She was not sure if the set was not completely primed or if there was a possible leak to the set. She stated she currently did not know the product lot numbers to the sets used, and also did not have samples available for further evaluation. The patient stated she has been continuing with therapy without further problems. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.